Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was reported that the sensor wire was detached from the sensor pod when the user removed the insertor. Reportedly, the sensor wire did not remain in the patient¿s body. There was no indication that the device caused or contributed to a serious adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.